Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because no device will be returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of prostin intended to run at 0.18 ml/hr was found with the stopcock turned off and reportedly had not alarmed for occlusion after 8 hours. The syringe pump module occlusion threshold was set at medium (500 mmhg). The patient reportedly "coded" and was provided unspecified resuscitation, which was successful. The customer declined to provide any further patient or event information.